Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported issue occurred due to breakage or disconnection of the image sensor unit. The image sensor broke/disconnected due to one of the following; stress from repeated use, external factors, handling, and/or a failure in the parts mounted on the electrical circuit board such as the integrated circuit chip or capacitor. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on charged coupled device (ccd) unit, a noisy image occurred and color tone of the image was abnormal. Additional findings are as follows: (a.) Adhesive on the bending section cover or distal end has a chip, (b.) The bending section cover had a scratch, (c.) And the video connector case was deformed. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported that the image from the loaner endoeye flex deflectable videoscope had noise with vertical lines. It was unknown when the event took place. There was no report of patient or user harm associated with the event. The device was returned. During evaluation of the returned device, it was found that the image had an abnormal color tone. This report is being submitted for the malfunction found during the device evaluation.